Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Initial reporter facility name: (B)(6). Results: the sample sent by the customer was verified and it was possible to observe foreign matter ¿ plastic residue. The potential cause for the problem is operational failure at the production line clearance. The DHR, quality notification and maintenance analysis were performed for catalog 990172, batch number 6315934 and no occurrences potentially related to the defect were observed. Based on sample/photo, the investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure. Based on this evaluation and the process failure analysis the potential causes for the problem is: operational failure at production line clearance. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that ¿white particles¿ were found in the plunger of a bd plastipack¿ 10ml syringe prior to use. There was no report of injury or medical intervention.